Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the cgm error code did not reappear. The caller successfully started a new sensor session, resolving the issue.